Manufacturer narrative:
Additional information: according to the information received from the field the decrease in hearing benefit is likely caused by a post-operative migration of the floating mass transducer (fmt) from its intended position. Reportedly re-positioning of the fmt is planned but no date has been scheduled yet.

Event description:
The users hearing performance with the device is affected. The surgeon will attempt a repositioning of the floating mass transducer (fmt) and round window (rw) coupler. A date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance with the device is affected. Further troubleshooting is considered.